Manufacturer narrative:
The insulin pump received no button response due to flattened express bolus and esc button dome switch. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 8.1 mmol/l. The customer reports low battery, reservoir is low, and change battery. The patient is unable to press any button. The patient is using energizer battery no further detail given.